Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system, with the implant deployed outside of the sheath. The implant, core wire, tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (flattened). Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. During preparation, the physician found there was foreign material on the tip of the 33mm watchman laa closure device & delivery system (wds). A different wds was used to successfully complete the procedure. There were no patient complications reported.

Event description:
It was reported that foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. During preparation, the physician found there was foreign material on the tip of the 33mm watchman laa closure device & delivery system (wds). A different wds was used to successfully complete the procedure. There were no patient complications reported.